Event description:
It was reported that the cursor on the screen of the programmer did not align with the tip of the touchpen. The programmer was recalibrated, the touch pen was replaced and the service disk was run. The programmer was to be returned for service. There were no patient complications reported as a result of this event.

Event description:
It was reported that the cursor on the screen of the programmer did not align with the tip of the touchpen. The programmer was recalibrated, the touch pen was replaced and the service disk was run. The programmer was to be returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus pen does not track with the bezel overlay. The stylus pen was recalibrated. It was also noted that both the upper and lower cases were broken by the handle area.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported the stylus pen will not calibrate accurately and that it is off by two inches in some locations on the screen. When pen is in center of screen, it works better than on right side of screen. Calibrated numerous times. The programmer was returned for repair and calibration.